Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of abdominal pain ("severe abdominal pain and cramping") in a (B)(6) female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's past medical history included genital bleeding. Concurrent conditions included overweight. On (B)(6) 2012, the patient had essure inserted. On the same day, the patient experienced menorrhagia ("severe menstruation"), vaginal haemorrhage ("abnormal bleeding (vaginal, menorrhagia)"), allergy to metals ("nickel allergy"), dysmenorrhoea ("dysmenorrhea (cramping)") and pelvic pain ("pelvic pain"). On an unknown date, the patient experienced abdominal pain (seriousness criteria medically significant and intervention required), dyspareunia ("dyspareunia (painful sexual intercourse)"), vaginal discharge ("vaginal discharge"), fatigue ("fatigue"), weight increased ("weight gain"), abdominal distension ("other injury or complication (bloating)") and abdominal pain lower ("lower abdomen pain"). The patient was treated with surgery (bilateral salpingectomy). Essure was removed in (B)(6) 2017. At the time of the report, the abdominal pain and abdominal pain lower had resolved, the menorrhagia had not resolved and the vaginal haemorrhage, allergy to metals, dysmenorrhoea, dyspareunia, vaginal discharge, fatigue, weight increased, abdominal distension and pelvic pain outcome was unknown. The reporter considered abdominal distension, abdominal pain, abdominal pain lower, allergy to metals, dysmenorrhoea, dyspareunia, fatigue, menorrhagia, pelvic pain, vaginal discharge, vaginal haemorrhage and weight increased to be related to essure. The reporter commented: she is currently investigating her options for removal of the essure device. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was (B)(6). Hysterosalpingogram - in (B)(6) 2012: total bilateral occlusion. Most recent follow-up information incorporated above includes: on 25-may-2018: plaintiff fact sheet received. Events menorrhagia, nickel allergy, dysmenorrhea, dyspareunia, lower abdominal pain, vaginal discharge; fatigue; weight gain , bloating are added. Lab data updated. Concomitant & historical conditions drugs are added. Product, patient & reporter information updated. Incident no lot number or sample available for investigation. There is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of abdominal pain ('severe abdominal pain and cramping') in a 23-year-old female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included genital bleeding. Concurrent conditions included overweight. On (B)(6) 2012, the patient had essure inserted. On (B)(6) 2012, the patient experienced heavy menstrual bleeding ("severe menstruation"), vaginal haemorrhage ("abnormal bleeding (vaginal, menorrhagia)"), allergy to metals ("nickel allergy"), dysmenorrhoea ("dysmenorrhea (cramping)") and pelvic pain ("pelvic pain"). On an unknown date, the patient experienced abdominal pain (seriousness criteria medically significant and intervention required), genital haemorrhage ("heavy abnormal bleeding"), dyspareunia ("dyspareunia (painful sexual intercourse)"), vaginal discharge ("vaginal discharge"), fatigue ("fatigue"), abdominal distension ("other injury or complication (bloating)") and abdominal pain lower ("lower abdomen pain") and was found to have weight increased ("weight gain"). The patient was treated with surgery (bilateral salpingectomy). Essure was removed on (B)(6) 2017. At the time of the report, the abdominal pain and abdominal pain lower had resolved, the genital haemorrhage, vaginal haemorrhage, allergy to metals, dysmenorrhoea, dyspareunia, vaginal discharge, fatigue, weight increased, abdominal distension and pelvic pain outcome was unknown and the heavy menstrual bleeding had not resolved. The reporter considered abdominal distension, abdominal pain, abdominal pain lower, allergy to metals, dysmenorrhoea, dyspareunia, fatigue, genital haemorrhage, heavy menstrual bleeding, pelvic pain, vaginal discharge, vaginal haemorrhage and weight increased to be related to essure. The reporter commented: she is currently investigating her options for removal of the essure device. State of implant was reported as nc. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 25.9 kg/sqm. Hysterosalpingogram - in (B)(6) 2012: results: total bilateral occlusion. Most recent follow-up information incorporated above includes: on 3-jun-2021: mr received : reporter added. Seriousness criteria for event genital hemorrhage updated to non serious incident. Based on the available information, a review of our complaint records and other relevant data will be conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of abdominal pain ('severe abdominal pain and cramping') in a 23-year-old female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included genital bleeding. Concurrent conditions included overweight. On (B)(6) 2012, the patient had essure inserted. On (B)(6) 2012, the patient experienced heavy menstrual bleeding ("severe menstruation"), vaginal haemorrhage ("abnormal bleeding (vaginal, menorrhagia)"), allergy to metals ("nickel allergy"), dysmenorrhoea ("dysmenorrhea (cramping)") and pelvic pain ("pelvic pain"). On an unknown date, the patient experienced abdominal pain (seriousness criteria medically significant and intervention required), genital haemorrhage ("heavy abnormal bleeding"), dyspareunia ("dyspareunia (painful sexual intercourse)"), vaginal discharge ("vaginal discharge"), fatigue ("fatigue"), abdominal distension ("other injury or complication (bloating)") and abdominal pain lower ("lower abdomen pain") and was found to have weight increased ("weight gain"). The patient was treated with surgery (bilateral salpingectomy). Essure was removed on (B)(6) 2017. At the time of the report, the abdominal pain and abdominal pain lower had resolved, the genital haemorrhage, vaginal haemorrhage, allergy to metals, dysmenorrhoea, dyspareunia, vaginal discharge, fatigue, weight increased, abdominal distension and pelvic pain outcome was unknown and the heavy menstrual bleeding had not resolved. The reporter considered abdominal distension, abdominal pain, abdominal pain lower, allergy to metals, dysmenorrhoea, dyspareunia, fatigue, genital haemorrhage, heavy menstrual bleeding, pelvic pain, vaginal discharge, vaginal haemorrhage and weight increased to be related to essure. The reporter commented: she is currently investigating her options for removal of the essure device. State of implant was reported as (B)(6). Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 25.9 kg/sqm. Hysterosalpingogram: on (B)(6) 2012: results: total bilateral occlusion. Quality-safety evaluation of ptc: no defect could be confirmed by the manufacturer. All product batches have met the specifications regarding labeling, material, and process controls at time of release. Trend analyses of complaints are reviewed regularly, no signal was observed with regard to the reported complaint reason. The risk management file was reviewed and an update was not deemed required. A technical investigation of the complaint sample and batch record review could not be conducted, as no sample or batch number were available. Most recent follow-up information incorporated above includes: on 15-jun-2021: quality-safety evaluation of ptc. Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.